Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) stated to tech that the frame has a little twist in it. He said the one wheel that he has is off the ground.